Manufacturer narrative:
(B)(4). Second event captured in MFR rpt #8030121-2018-00085.

Event description:
Customer complaint alleges "incident in the surgery room. The light of the blades are lighting with irregularity (on / off)". Alleged issue reported occurred during a patient use. No patient injury reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports that there were no issues found with the handle. This product family doesn't have any light source in the blade. It only transmits the handle's light through blade light guide only. A device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges "incident in the surgery room. The light of the blades are lighting with irregularity (on/off)". Alleged issue reported occurred during a patient use. No patient injury reported. Patient condition reported as fine.